Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control downloaded the device's electronic records from the event for review and was able to verify the device showed leads off multiple times while in paddles lead. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and were getting ECG artifact. The customer advised physio-control that the patient involved in the event is deceased; however, the device use did not cause or contribute to the outcome of the patient. Physio-control downloaded the electronic records from the event and observed that the device showed leads off multiple times during the event while in paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed.